Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated unable to clear it out. Customer's blood glucose was 350 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.